Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of pump errors and damage from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected pump error 4, pump error 15 or pump error 23 alarms noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftests. The pump was received with damaged keypad overlay texture. The pump was received with a scratched casing, minor scratches on the lcd window, dents on the display window cover, a pillowing keypad overlay and a cracked select button on the keypad overlay.